Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: malpositioning of the initial implant. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition."

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2020 where three implants were installed. The patient later reported to a different surgeon with a recurrence of pain symptoms. The surgeon determined that the superior positioned implant was malpositioned and not across the si joint. In (B)(6) 2020, the surgeon removed the superior positioned implant. He then installed a new implant of the same type in a more optimal position across the si joint. No bone graft was placed in the explant void. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.